Event description:
Per court document received, patient underwent a right shoulder arthroscopy in 2004, and a stryker pain pump was placed for post operative pain. The patient alleges he now has chondrolysis and as a result has had additional surgery including a shoulder joint replacement.

Manufacturer narrative:
The device was not returned for evaluation.